Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up the day after device implant, the automatic rv impedance measurement had measured <100ohms. Tech support confirmed the low impedance measurement, but could not confirm a reason beyond possible insulation damage during implant. No action will be taken and the patient will be monitored.